Event description:
The customer reported the ventilator was alarming due to a patient circuit occlusion. The customer reported the ventilator was not in use on a patient therefore there was no patient involvement or harm. Review of the ventilator diagnostic log noted an occlusion occurrence. The manufacturer's service engineer reported the motor controller pcb board was replaced to address the reported problem. The unit was tested and passed all applicable testing.